Event description:
It was reported that patient enrolled in a clinical study underwent right total hip arthroplasty on an unknown date in 1989. Patient underwent a revision procedure on an unknown date in 1999 for unknown reasons. It was further reported patient underwent a revision on (B)(6) 2005 for unknown reasons. Patient underwent a radical debridement procedure on (B)(6) 2006. Subsequently, patient was revised on the right side on (B)(6) 2006 due to infection and pain.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative, infection, and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 7 of 11 mdrs filed for the same event (reference 1825034-2014-00589 & 03057 / 03066).